Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large hem-o-lok clip applier involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis. The instrument was found to have a loose grip cable at the distal end. Additional observations were found during failure analysis but were not reported by site. The instrument housing was removed and found the instrument bearing not properly seated at the back end. As a result, the instrument's grip cables were loose at the distal end. Signs of corrosion/contamination were found on the instrument bearings. Pitch/grip input disk bearings exhibited orange discoloration. Improper cleaning during reprocessing most commonly causes this failure. Root cause of this failure is attributed to mishandling. The instrument was found to have corrosion on one or more clamping pulleys in the backend. This failure is most commonly caused by improper reprocessing, such as prolonged exposure of instrument to hard cleaning agents. Root cause of this failure is attributed to mishandling. The instrument was installed on an in-house system. The instrument passed the recognition and engagement test. The instrument was tested for clip application and failed. The clip did not attach to the plastic test tubing. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument log for the 8mm large clip applier (470230-12/n10181018 0095) was performed. The instrument was last used on (B)(6) 2020 on system (B)(4). The instrument was not confirmed to be used on the provided event date of (B)(6) 2020. The instrument had 13 uses remaining. Based on the information provided at this time, this complaint is being reported due to the following conclusion: a loose grip cable and subsequent clip test failure could lead to inadequate clip application, which could compromise hemostasis. While there was no harm or injury to the patient, the reported failure mode could cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a wire on the large clip applier instrument was exposed. There was no report of any fragments falling inside the patient. The procedure was completed with a backup da vinci instrument of the same kind, and there was no reported injury. The customer was unable to release other patient-related information for this event. Intuitive surgical, inc. (Isi) has attempted to obtain additional information related to the reported event. However, as of the date of this report, no additional information has been provided.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
On 30-march-2021, intuitive surgical, inc. (Isi) obtained the following additional information from the customer: large hem-o-lok clips were used with the clip applier instrument. The surgeon confirmed closure of the clip after ligation. It is unknown if the vessel was greater than 13 mm in diameter. It was noted that the surgeon "did not measure the vessel diameter accurately" and "relied on experience." Information regarding patient medical history and relevant tests and laboratory data was requested, but the site was unwilling to provide the information due to the hospital¿s privacy policy.